Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage at the proximal end of the stent. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26mar2019. It was reported that crossing difficulties were encountered. A 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.